Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated a ventricular high rate episode with egm and markers that do not align. The analyst noted that the issue should self-correct at the end of the in-office session, so egm and markrs will align at the next device check. (B)(4)

Event description:
It was reported that the implantable pulse generator (ipg) device showed ventricular high rate episodes with electrograms where the markers did not line up. The device remains in use. No patient complications have been reported as a result of this event.